Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an anterior interventricular artery. A 2.5x30mm trek balloon dilatation catheter (bdc) was advanced and dilated the target lesion without issue. The bdc was left in the anatomy when a non-abbott stent was then inserted and placed the stent below the bdc. Once the non-abbott stent reached the target lesion, the stent failed to deploy as it became stuck with the bdc. The stent implant was noted as flared and was decided to simply withdraw the stent device. Another stent was used to successfully complete the procedure. The trek balloon remained in the anatomy while the first non-abbot stent was removed and was used with the second successful stent without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty to remove. Factors that can contribute to difficult to remove/resistance post-inflation include, but are not limited to, loose balloon folds, challenging anatomy, or procedural technique. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an anterior interventricular artery. A 2.5x30mm trek balloon dilatation catheter (bdc) was advanced and dilated the target lesion without issue. The bdc was left in the anatomy when a non-abbott stent was then inserted and placed the stent below the bdc. Once the non-abbott stent reached the target lesion, the stent failed to deploy as it became stuck with the bdc. The stent implant was noted as flared and was decided to simply withdraw the stent device. Another stent was used to successfully complete the procedure. The trek balloon remained in the anatomy while the first non-abbot stent was removed and was used with the second successful stent without issue. There were no adverse patient effects and no clinically significant delay in the procedure. Subsequent to the initially filed MDR report, additional information was received: the trek balloon pre-dilated the lesion before the non-abbott stent was advanced, however it is unknown how many inflations were performed and to what atmospheres. The trek balloon was fully deflated before the non-abbott stent was advanced to the lesion. No additional information was provided.